Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 6 had failed, with an error indicating that it did not remain closed. The field service engineer (fse) identified that the open and closed hall effect sensor was loose in its mounting position on the hard stop. The open and closed sensor and the holding bracket were re-seated and secured, and proper placement was verified. Drawer operation was validated using the hardware test application (hta), and user access was confirmed through the medication application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the failed full height cubie drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.